Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy, when the prostate glands were placed into bag and removed, the bag opened unexpectedly and there was concern given that the specimen was cancerous. As stated, a new bag was opened to complete the case. There was no patient injury.